Event description:
It was reported that, "tibial augments were put in sterile field, but not implanted in the pt. The circulator saw the expiration date while looking at boxes. New tibial augments were brought to hospital in replace of expired implants. Caused no delay in procedure."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. This is the same event as: MFR # 2249697-2011-01724.